Event description:
(B)(4) 2015: per FDA (B)(4), reportedly, pt was undergoing the placement of a PICC line under moderate sedation. When an attempt was made to remove the guidewire, resistance was met requiring a vascular surgeon to remove it. The wire was noted to be knotted when it was removed. It was reported by the facility, a (B)(6) male was undergoing placement of a PICC line under moderate sedation for long term IV antibiotic therapy. When the guidewire was attempted to be removed, there was resistance. Pedi surgery was notified and recommended consulting vascular surgery. Vascular surgery was able to remove the "kinked" guidewire from the vessel. The pt required one suture after the guidewire was removed. The following day, the pt had the placement of the PICC line performed in interventional radiology without incident. Pt suffered no further sequelae after the wire was removed.

Manufacturer narrative:
A lot history review (lhr) is not possible as no manufacturing lot number has been provided by the complainant. The device has not been returned to the manufacturer at this time for eval.